Event description:
It was reported that this right ventricular (rv) lead and device exhibited high out of range pace impedance measurements. Technical services (ts) discussed possible causes and troubleshooting options. This lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead and device exhibited high out of range pace impedance measurements. Technical services (ts) discussed possible causes and troubleshooting options. This lead remains in service. No adverse patient effects were reported.